Manufacturer narrative:
The analysis results confirmed that the el5ml device was received with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown case, the device did not work. A second like device was used to complete the case. No patient consequence reported. The device will be returned.